Event description:
It was reported that the patient experienced urinary tract infection and was treated with bactrim. It was later reported on 17sep2020, the device in question was a foley catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample has been returned for evaluation and the actual root cause could not be determined. However, the potential root cause could be (example: hypersensitivity to latex or bacterial infection/allergic latex). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and was treated with bactrim. It was later reported on (B)(6) 2020, the device in question was a foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infection and was treated with bactrim.